Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim and discolored display. The bolus button cover was damaged and the button had tactile issue. The battery compartment was cracked from the top to the grip pad and from below the grip pad to the case seal. (B)(6).